Event description:
Patient had medial meniscal tear. Shaver used was functioning well, suddenly a bunch of metal dust filled the area and settled over soft tissue. The 2nd and 3rd shaver used with similar result. Procedure carried out using punch forcep, joint cleansed, using full radius shaver with suction. Some metal could not be removed - patient was left with metal in joint.

Manufacturer narrative:
(B) (4): the returned blades were reviewed for conformance to design requirements. Each blade was confirmed to be fabricated to design specifications. The inner blade tip radius conforms to the design profile tolerance. Based on the usage information, provided by the customer, it is likely that the blades had jammed at some point during use.(B) (4)